Event description:
It was reported that on an unknown date, a tfna screw failed postoperatively and a revision surgery occurred. An intertroch fracture was originally treated on (B)(6) 2023. Patient had x-ray on (B)(6) 2024 when they felt a pop. X-ray was not send to the surgeon. Explant removed due to breakage of screw. Patient required revision surgery or hardware removal. Procedure and patient outcome were unknown. This report is for unk - nail head elem: tfna screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11, additional narrative: b3: unknown event date. G4 ¿ 510k: this report is for an unk - nail head elem: tfna screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. H6, photo investigation: the product was not returned to depuy synthes, however x-ray was provided for review. The x-ray investigation revealed that the implant is broken from the threads. Furthermore, there is not enough evidence provided to confirm migration of implant. While no potential cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk - nail head elem: tfna screw would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.